Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 27-year-old male patient needing mechanical circulatory support. It was reported that after being placed on impella cp support, the patient had platelets of 30,000 and had bleeding from the insertion site. The patient had successful hemostasis while the fem-stop was on. However, once removed, the site still bled. The patient was later taken to the operating room for surgical closure of the wound.